Event description:
It was reported that a post deployment of the anchor occured after rotating the knob, the threaded anchor went inside the bone but when the black knob was rotated anti clockwise and removed, the entire anchor came out. However another multifix s ultra was used in the same patient without any issue as such. No patient injury was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.